Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Visual inspection of the returned device found the distal surface to exhibit damage and the dovetail feature and corner is flared. Review of the device history record identified no related deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Complaint is confirmed via product evaluation. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Country: japan. The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty the anterior part of the articular surface didn't neatly seat in tibia plate. The surgeon re-inserted it after cleaning inclusions between the articular surface and the tibia plate, however it didn't neatly seat. As a result, the surgery was successfully completed with another surface.